Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the basal software did not suspend insulin when the graph of the continuous glucose monitoring (cgm) system displayed blood glucose (bg) level was 69 (mg/dl) and trending downwards. Multiple attempts were made by tandem technical support for a pump upload; however, a response was not received.